Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2010 which changed the patient's settings to unintended parameters. The settings were not corrected prior to the patient leaving the office despite a final interrogation performed by the physician. The settings were corrected on (B)(6) 2010. No patient adverse events were reported.